Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe worked well at the beginning but subsequently stopped cutting and was unable to aspirate during vitrectomy surgery. The procedure was completed on the same day after replacing the product with a new one. There was no patient impact.